Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the suture broke and was immediately replaced with a new one to complete the surgery. This incident caused a delay in the surgical process and posed a risk of wound cracking. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: can you identify the lot number of the product used? Were there any patient consequences? Was wound cracking observed? Or only the risk presence? Were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? Please refer to the event description, other information requested is unknown.